Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the new rui stents were left in three patients for three weeks, it was found during removal that all three patients had severe stone formation on the stents. The client expressed concern about the tendency of the new rui stents to develop stones and hopes that the company's product process can be improved in the future to reduce the occurrence of stone formation.